Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, around 630am, the patient was at school and had stomach pain. At 830am, the patient vomited. At this time, the patient¿s cgm was not providing any cgm readings. The patient¿s bg meter reading was tested and was 452 mg/dl. The patient was wearing an omnipod insulin pump. Once the cgm values returned, the cgm was reading 200 mg/dl and the bg meter was reading 426 mg/dl. The school staff called the patient¿s parent, and the patient was picked up and taken to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). She was treated with ¿6 IV bags with sugar¿ and ¿1 IV bag with insulin¿. The patient was discharged two days later. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was vomiting. The reported glucose values fall within the b zone of the parkes error grid when cgm values returned. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.